Event description:
It was reported that a bur broke during a case. There was a patient involved in the case however patient information was unknown. It was also reported there was no patient impact and the case was completed.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). As received condition: received 1 sample(s), part number (B)(4), from lot number 0206601319. There was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Analysis results: equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings) observations: when compared to the assembly drawing 66500125 revision b: the inner shaft broke near the proximal end and the inner hub metal bushing came off which would have resulted in the reported malfunction. When viewed under magnification, there was damage to the hub that is consistent with improper loading: dimples on the front hub prior to the locking area caused by the handpiece locking mechanism; and locking area damage caused by the back side of the front collet of the handpiece. The instructions for use 68e3858 revision e has detailed instructions for properly loading a bur/blade into the handpiece. As a result of the improper load, the head was pushed into the outer tube and the bushing detached [note: the bushing is from the distal end of the inner hub]. There were striations around the break point of the inner shaft which indicates metal on metal contact with the inside of the outer tube which resulted in the observed breakage. There was no evidence of improper manufacturing therefore has been ruled out as a potential cause. Conclusion: confirmed for the alleged malfunction [broke into pieces]. Based on the above observations the underlying cause is consistent with misuse / user error.